Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked in to the disposable after the patient disconnected the patient line from the transfer set. The cg stated it is unknown why the patient disconnected the line. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 4 of 5. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The cg stated the home patient (hp) was not connected; the cg was unsure how the home patient became disconnected. The tsr assisted the cg to cycle power to clear the alarm and to retrieve the cassette. The cg confirmed to complete therapy with manual exchanges. There was no patient injury or medical intervention reported. No further information is available at this time.